Event description:
A consumer reported their primary cell device quit working after 9.5 months; they weren't sure what happened. As a result the device was replaced with a rechargeable device. No patient symptoms were reported. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.